Manufacturer narrative:
Initial information received on this event stated that the affected device was a pfo occluder. Additional information was received on 2025-06-17 stating the device was an asd occluder. The review of the batch record and inspection protocols revealed no deviations. All qc criteria were within specification according to the batch record. The device was not returned for further investigation. According to the customer the occluder did not develop the intended shape during device preparation. As the device was not returned, no investigation could be performed. Based on the available information the final root cause for the failure in shape development could not be determined.

Event description:
During the preparation process for the occluder, the device did not collapse on multiple attempts. Could not get the device to take the necessary shape to fit inside the loader/delivery system. No consequences to the patient.